Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("breakage of essure inserts") and adenomyosis ("adenomyosis") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and adenomyosis (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage and adenomyosis outcome was unknown. The reporter considered adenomyosis and device breakage to be related to essure. The reporter commented: no further information was expected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: device breakage the analysis in the global safety database revealed 2.589 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("breakage of essure inserts") and adenomyosis ("adenomyosis") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and adenomyosis (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage and adenomyosis outcome was unknown. The reporter considered adenomyosis and device breakage to be related to essure. The reporter commented: no further information was expected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 12-jul-2018 for the following meddra preferred term: device breakage the analysis in the global safety database revealed 2728 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.